Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter shenzhen baoan district shiyan people's hospital, department of urology july 5, 2024 complaint recently received a batch of 11 boxes of land xiangma 24g indwelling needle (no. 383083) steel needle surface rust and similar residual rubber material looks unclean, not smooth traces. The department has discontinued the use of this batch of indwelling needles, and the equipment section has requested that the hospital inventory be replaced with a new batch.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353516. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the reported nonconformance. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to observe the reported nonconformance our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.